Event description:
Customer reported s. Aureus isolate oxacillin (ox) mic discrepancy. The hosp obtained oxacillin susceptible results on the panel and oxacillin-resistant results with another test method. The results were not reported to the physician and treatment was not delayed or withheld. There are no reports of adverse health consequences associated with the discrepant results.

Manufacturer narrative:
Routine monitoring of complaint history and performance trends to ensure performance is within claims. Eval: results - customer indicates based on comparison to another test method an incorrect interpretation was provided. Conclusion - there are no reports of adverse health consequences associated with the discrepant results. Product is within performance claims.